Event description:
Reporter indicated a vns patient was experiencing neck pain. X-rays reviewed by the manufacturer revealed no obvious anomalies observed that could be contributing to the reported event. The patient underwent surgery to adjust the strain relief for the lead for patient comfort. During the surgeon noted the leads had fluids and elected to replace the vns therapy system. The explanted products have been returned to the manufacturer and are pending analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.